Event description:
It was reported that the patient suffered sudden syncope and the implantable pulse generator (ipg) could not be interrogated. It was also reported that during the generator change, tests performed on the ventricular lead showed no capture threshold. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: addr01 2007-05-31; 5076-58 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary- save to disk shows a slight increase in ventricular capture management thresholds over past 7-9 weeks. Historical thresholds of (B)(4), increasing to (B)(4) with maximum amplitude historically between (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.